Manufacturer narrative:
Investigation summary: four (4) samples were received for evaluation in unused condition with their original packaging, inside a plastic bag. The complaint samples were visually inspected, at 12¿ to 16¿ under normal conditions of illumination. No damage or other defects were detected on the samples. The 4 returned samples were then measured with the fixture td 0639 on both sides to verify that the end caps were correctly assembled and did not affect the use of the di-50 assembly. The 4 samples returned were found to be acceptable. The returned samples were then dimensioned by the metrology department taking as reference the measurement of the tube, grooved, heat exchanger, and measured with a ruler with 100th graduation. The samples received were found to be acceptable. The four samples were then installed in the level 1 system and were correctly installed. The root cause could not be determined since the complaint was not confirmed with the functional tests. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the h-1200 tubing set was 5mm longer compared to older tubing sets. As a result, it was unable to be inserted without using extreme force. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.